Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n189151003, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from the manufacturing representative, regarding a (B)(6) old female patient receiving intrathecal dilaudid 2mg/ml at 0.34mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. It was reported that that the logs were reviewed on (B)(6) 2015,which show the pump is in safe state/low battery/reset occurred. The pump replacement had not been scheduled yet. Elective replacement indicator (eri) was reported at 4 months. Patient symptoms were reported as unknown. Follow-up was in progress at the time of this report, if additional information is received this report will be updated.